Event description:
On 3/4/94 a female resident had a blood sugar level of 131 and 118 at different times during the day per machine used for testing blood sugar level. She became comatose and reading was taken on another machine and it read 18. Patient was treated at hospital. Resident is now out of coma. The pharmacy from whom we leased the machine, states they found the battery dead in machine, and machine did not indicate this. Machine is six months old and batteries suppose to last four years.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.